Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the implant date, as no event date was reported. This was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.